Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A sample was not received at the manufacturing site for evaluation for the report of no cutting performed with the probe during surgery; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The returned sample was visually inspected. And found to be conforming. The probe was then functionally tested for actuation and cut. The sample was found to be conforming, for cut and was non-conforming for actuation. The probe sample was disassembled and the components inspected. No/minimal wear was observed, on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed, at a couple locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed, due to an interference within the probe. And once the interference (needle assembly) was removed, the probe was able to actuate. No adhesive was observed on the inner cutter. The needle holder was disassembled and components inspected. The o-ring in the needle holder is lubricated. And no damage or foreign material was observed. The complaint evaluation does not confirm, that the probe had a cut failure. The evaluation indicated, that the probe had an actuation failure. The cut functionality of the probe was conforming. However, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The exact cause of the actuation failure cannot be determined from the evaluation performed. The evaluation did not confirm, the reported cut failure. And the exact root cause of the actuation failure cannot be determined. Therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut, during manufacturing. Complaints will be continued to be reviewed, and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe did not cut with aspiration functional during a procedure. The probe was replaced and procedure completed with no patient harm.